Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator earlier than expected. It was also reported the device was found to have high battery impedance. The device was reprogrammed and a revision is planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the battery impedance value was beyond the expected upper range.